Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor was not connecting to the ilet and remained in a persistent pairing state after attempts to start a new sensor and reenter multiple pairing codes, suggesting use of an incorrect code and an attempt to pair with the wrong sensor type; the issue involved user procedure rather than a specific device component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific part or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.